Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this air dermatome one time. The last repair was january 9, 2013 where it was reported that the device needed service and calibration and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining rings, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on september 21, 2000, and is over 15 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor nicks and scratches to the head, neck, and housing of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade (sn (B)(4)) sits flush with the control bar. The safety switch operated as intended however, the poppet is stuck partially depressed. The device was tested with the qa test hose and did not operate. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, motor, poppet assembly, and o-ring. The service technician noted that they could not find any problem with the calibration but the poppet was stuck and was causing the unit not to run. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. It should be noted that no problems were found in regards to the device's calibration. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported the device was cutting too thin. No patient involvement. No adverse events have been reported as a result of the malfunction.